Manufacturer narrative:
Reference pir # (B)(4). (B)(6).

Event description:
Facility reported that during treatment the saline line separated from the mainline. There was no patient ill effect. The line was removed and replaced and treatment continued with no further incident. The sample is available for evaluation.